Event description:
A consumer reported that she slept in her contact lenses for two nights and had a corneal ulceration. She sought medical attention and was prescribed prednisone for treatment. The consumer stated that she is resolving and expects to resume lens wear. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot 31067149 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint or manufacturing trend was identified. The root cause could not be determined. The package label stated, the eye care professional should establish an extended wear period up to 30 continuous nights that is appropriate for each pt. Once the lens is removed, the pt's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. The eye care professional should review the following instructions with the pt: lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the pt is away from the lens care products, the lenses may be reinserted, but should be stored in a lens case filled with the recommended storage solution until they can be cleaned, rinsed, and disinfected. Cleaning is necessary to remove all traces of the cleaner and loosened debris. Disinfecting is necessary to destroy remaining microorganisms. Lenses must be cleaned, rinsed, disinfected, and stored in accordance with the package labeling of the lens care products recommended by the eye care professional.